Event description:
It was reported that after catheter insertion and the spring wire guide was removed, the brown connector at the distal end came off of the extension line. There were no reported patient complications as a result.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.